Event description:
The customer stated that an elevated architect ca19-9 result of 100.8 u/ml was generated. The sample was repeated with results of 0.37 and 0.70 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was completed using a retained kit of architect ca 19-9 lot 25421m500. Acceptance criteria were met, indicating acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.